Manufacturer narrative:
The customer¿s concerns that the pump delivered less than expected volume was not confirmed in the pump module¿s event log or replicated during testing. The pump module event log identified an infusion with a rate of 999ml/hr and vtbi 999ml, that was programmed on 03oct2019. The infusion completed after 1 hour and entered kvo. The pump was then channeled off. The returned model 2426-0500 administration set was functionally tested. There were no irregularities observed during testing. Rate accuracy testing was performed on the source pump module. The results from the testing found the returned pump module is infusing IV fluids in specification. The customer reported that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
It was reported during a pump testing, pump was not delivering the full volume of d5ns fluid for IV bolus doses running at 999 ml/hr. The testing suggested that only 900 ml was delivered. There was no patient involvement.